Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump has issues with its lcd screen. Upon triage on (B)(6) 2018, the tech service found that the unit's display lcd has some portion (bottom part) that output is not legible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit's display has some portion of the bottom part, that is not legible.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.